Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent backup battery failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider (asp) that the alarm did not cause delay in therapy or any need for medical intervention. The device was replaced with another ventilator. This investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). Testing of the cpu and the issue of the ls1 component failing with the accusation of a backup alarm failure has been analyzed. The results of the testing of this cpu have resulted in a no problem being found by the pil tech. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that there was a check vent backup battery failed alarm. The customer informed the authorized service provider (asp) that the alarm did not cause delay in therapy or any need for medical intervention. The device was replaced with another ventilator. An authorized service provider (asp) evaluated the device on 15jun2025 and was unable to reproduce the issue. In the device's diagnostic report (drpt) an occurrence of the backup alarm failed alarm was confirmed to have been logged. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) as a preventative measure. Following the part replacement, the asp upgraded the software version and completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.